Event description:
It was reported on (B)(6) 2025, a PICC catheter was put in, and on (B)(6) 2026, when the patient's infusion was finished, the PICC patch was wet and oozing, so he contacted a teacher at the PICC clinic and was instructed to pull out the PICC catheter while pulsating the tube, and then he pulled out the tube and found a 0.1cm-long tear at the 1.2cm point, so he was given sterile auxiliary materials to fix it again. The patient was accompanied to the PICC clinic, and the nurse of the PICC clinic trimmed the catheter by 5 cm, exposed it by 2 cm and built it in by 35 cm, and then fixed it with aseptic material after the blood return was smooth and there was no seepage at the puncture point of the flushing catheter. The patient's dr report showed that the end of the catheter was located at the level of the 6th posterior rib on the right side, and the patient's vital signs were stable after timely detection.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.